Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately april of 2025 from date manufacturer was made aware.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
This report is being submitted to correct the (b5) in section b, describe event or problem, in h6 in section h, patient code and device codes.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) and needs to charge more often. It was also noted that patient had a pain at the implant site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.